Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2014. The patient reported blood glucose results of ¿343 and 444 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin. The patient continued to administer self her usual dose of humalog insulin (10 units) and lantus insulin (20 units). After the start of the alleged issue, the patient claimed she felt symptoms of shaky, tremors and shortness of breath. No treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution for quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.